Event description:
Received both torque handles back for immediate testing. Original procedure was performed on this patient with an irix-a in the front on (B)(6) 2016, and a unilateral fortex construct posteriorly at the same time. A second operation was performed (B)(6) 2016 to add screws on the contralateral side to complete a bilateral construct. Surgeon is alleging that caps have disengaged from the pedicle screws from both procedures.